Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ information was not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1: initial reporter's first/given name: unknown, information was not provided. Section e1: phone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who underwent cataract surgery with implantation of a preloaded monofocal intraocular lens (iol) experienced an unexpected postoperative myopic shift of approximately -1.25 diopters in the left eye, which differed from the intended refractive outcome. The implanted lens was expected to produce results consistent with the patient¿s right eye because preoperative and postoperative biometry measurements for both eyes were nearly identical. The treating physician suggested that the discrepancy might be due to the lens labeled as 22.00 diopter (d) when it could potentially be closer to 23.00d. No additional adverse events or harm to the patient were indicated. The physician repeated the biometry, confirming the accuracy of the measurements. No further information was provided.